Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: a review of the black box showed evidence of a voltage drop resulting in a call service 177 low battery warning, and a call service 128 replace battery alarm on the date of the complaint. Evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was cracked n the thread area and below the grip pad. Evidence of moisture contamination inside the battery compartment. During investigation, a call service 128 alarm was duplicated with each rewind attempt. The idle and sleep current draws were not within specifications. A leak was found in the battery compartment. The pump was opened to find additional moisture throughout the pump.